Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Functional testing duplicated the reported issue, no sound was emitting from the front speaker. The investigation determined that a bad printed wire assembly board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the user can't hear device beeps and alarms. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.